Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call receiving sensor error alerts 20 minutes after inserting the sensor. The customer removed the sensor and realized that the electrode was pulled into the plastic part of the sensor. Blood glucose value is unknown. The sensor would be replaced and returned for analysis.